Event description:
The complainant reported the 72-year-old male patient had an impella cp implant and after the implant, there were positioning issues and low pump flow. The patient had a small frame with a steep aortic arch in which the angle to the heart caused the cannula to kink just below the outlet cage. The pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow and positioning issues has been completed. The impella cp pump was returned and was visually inspected. There was a cannula kink near the outlet observed. No broken blades were found. No biomaterial was observed. No other abnormality was found. The root cause of low pump flow and positioning issues were patient condition related due to the patient's anatomy who is small in size with steep aortic arch in which the angle to the heart caused the cannula to kink just below the outlet cage. D.9 device return date/information was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-23423 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23423 was submitted in accordance with updated procedures.